Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump alarm went off with an button error on the screen. The customer¿s blood glucose level was 300 mg/dl. The customer also reported time was advancing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.